Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered used to be morphine, now it is dilaudid. It was reported that she has had issues since she got the pump installed ((B)(6) 2019). Pump ran out of medication 3 times. The pump was not able to be filled and it ran out. She had to take a prescription drug to get her through. The patient did not know dates that the pump ran out. The first time started in 2019. There were no symptoms reported. There were no further complications reported/anticipated.